Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07213. It was reported that an air bubble was present in the left ventricle. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman ® laa closure device & delivery system (wds) were used. The procedure was completed successfully and there were no patient complications. After the procedure was completed and the devices were removed from the patient a small air bubble was noted in the left ventricle. One st elevation change was noted, but there were no other clinical consequences due to the air bubble. No interventions were taken for the air bubble as there was no harm to the patient or any patient complications. The patient is currently doing fine.